Event description:
Caller states that during a proficiency test, the coaguchek s system produced a result of >8.0 inr when the range was 2.3-7.6 inr. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.